Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously and the device was unresponsive. The flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery light on the recharger was scrolling green and would not charge. Patient said they left it on the docking station all day long and the battery lights continued to scroll green. Patient confirmed that the pins on the dock were clean and attempted to clean the pins while on the call. Patient tried a hard reset of the recharging device, but that didn't resolve the issue. Patient reported that when they took the recharger off the recharging station but no lights were observed at all. It was unresponsive and broken. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.